Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the extracorporeal circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the extracorporeal circuit to inadequate heparinization. A recent increase in the heparin dose was not administered as prescribed. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the correct dosing with the pt and operator. Nxstage medical considers this report closed. No additional info will be provided.